Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 21.953 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning labeled longevity calculations.